Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional observation related to the customer-reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) instrument tip was damaged. The customer used a backup mbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into patient.